Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown guides/sleeves/aiming: guide /unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that during a surgery for repair of a diaphyseal femur on (B)(6) 2023, the tfna nail and guides were used. The guides were in sterile packaging, and the packaging broke when the item was circulated, causing the guides to become contaminated when they touched the floor. The guides were re-sterilized. There was a delay of one hour while the steam sterilization was performed. Fracture reduction maneuvers were performed during this time. After the surgery, upon x-ray, the specialist determined that everything was in order, and that the screw was in the right place, therefore the procedure was concluded. However, when taking the post surgical x-ray, it was identified that the screw was not in place. It was decided that the patient would undergo surgery again for the correction of the cerebrospinal screw. This report involves one unk - guides/sleeves/aiming: guide. This is report 3 of 3 for (B)(4).